Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Staff explained they are not consistently leak testing the endoscopes. It was also found they are not fully submerging the endoscopes in the detergent, the container is not the correct size, and the ratio for the detergent is not being properly mixed. The staff is not soaking the endoscope for recommended time or properly rinsing. Staff also stated they are not currently disposing of the detergent/rinse water after manual cleaning, per each endoscope as required. Supplies are also being reused across multiple endoscopes. The subject device will not be sent back to olympus for further evaluation and repair. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was found that during an onsite training, that staff is not correctly reprocessing the videoscope. It is suspected that the endoscope's break down occurred due to chemical build up, as staff was not rinsing off enzymatic detergent or properly rinsing off the revitalox disinfectant. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use which state: chapter 1 general policy: 1.6 reprocessing and storage after use-do not reuse rinse water. Chapter 5 reprocessing the endoscope: 5.4 leakage testing of the endoscope. ¿ equipment needed: clean, large basins (size: 40 (w) × 40 (h) × 25 (d) cm or more) ¿ perform the leakage test: 5.5 manually cleaning the endoscope and accessories ¿ clean the external surfaces: while immersing the entire endoscope completely in the detergent solution, thoroughly wipe or brush all external surfaces of the video connector, the video cable, the light guide connector, and the universal cord, using clean lint-free cloths, sponges or brushes. Olympus will continue to monitor field performance for this device.